Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 17102872. Product family: scs-lead fixation, upn: (B)(4), model: sc-4316, batch: 17549335. Product family: scs-ipg-r, upn: (B)(4), model: 123147, batch: 17505778.

Event description:
It was reported that the patient was experiencing shocking sensation when stimulation was turned on. Fluorosync showed some lead migration. It was also noted that the leads had high impedances. The patient underwent a revision procedure wherein the leads and ipg were replaced. The patient was doing well post operatively. The explanted ipg, linear leads and clik anchor will be returned.

Manufacturer narrative:
Sc-2317-70 sn:(B)(6). The returned lead was analyzed, and high impedances were noticed on all sixteen contacts. Visual and x-ray inspections found all cables were fractured at the click site, about twenty-four centimeters from the distal end. No cables were exposed. With all the available information, boston scientific concludes that the complaint was confirmed. All cables were fractured at the click site, about twenty-four centimeters from the distal end. No cables were exposed. When excessive mechanical/tensile force was exerted onto the lead, the lead got kinked after it exits the clik anchor resulting in the cable fractures. Hence, the probable cause selected for this complaint is cause traced to component failure. No escalation is required at this time. Sc-2317-70 sn:(B)(6). The returned lead was analyzed, and high impedances were noticed on seven contacts. Visual and x-ray inspections found the cables were fractured at the click site, about twenty-five centimeters from the distal end. No cables were exposed. With all the available information, boston scientific concludes that the complaint was confirmed. Seven cables were fractured at the click site, about twenty-five centimeters from the distal end. No cables were exposed. When excessive mechanical/tensile force was exerted onto the lead, the lead got kinked after it exits the clik anchor resulting in the cable fractures. Hence, the probable cause selected for this complaint is cause traced to component failure. No escalation is required at this time. Sc-4316 lot:17549335. The returned clik anchor was analyzed and one of the eyelets were just torn without missing silicone material. With all the available information, boston scientific concludes that one of the eyelets were just torn without missing silicone material. The damage to the eyelets is a result of a typical explant procedure, and it is not considered a failure. Therefore, the probable cause selected is no problem detected. No escalation is required at this time. Sc-1132 sn:(B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing shocking sensation when stimulation was turned on. Fluorosync showed some lead migration. It was also noted that the leads had high impedances. The patient underwent a revision procedure wherein the leads and ipg were replaced. The patient was doing well post operatively. The explanted ipg, linear leads and clik anchor will be returned.